Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight, ethnicity: patient identifier, age at time of event, weight, ethnicity and race was not provided for reporting. Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for one (1) j&j band aid brand first aid cushion care adhesive gauze pad large 4ct USA. (B)(4). Lot # is not available. UDI # is (B)(4). Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history record cannot be performed with a lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with j&j (B)(6) brand first aid cushion care adhesive gauze pad. Consumer had a small skin graft on her arm and used the pad. The pad stuck to the wound and caused pain and bleeding. The consumer sought medical attention from her initial surgeon and received medical intervention. The surgeon had to remove the product with lidocaine.